Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for high blood glucose on (B)(6) 2021. The blood glucose at the time of incident was 470 mg/dl. It was reported that customer felt very disoriented. The customer was treated with intravenous insulin at the hospital. Troubleshooting for the customer¿s high blood glucose event was declined. The customer was using auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.